Event description:
A customer reported that occlusion occurred at the first steps of sculpting. The tip was exchanged. There was no patient harm. The reporter was not willing to provide further details.

Manufacturer narrative:
Evaluation summary: no phaco tip (unspecified product) was returned for occlusion during first steps of sculpture. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The reporter was unwilling to provide further details. (B)(4).